Event description:
The customer reported the device was not recognizing when putting battery in the mrx, and no lights. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.